Event description:
Boston scientific cardiac rhythm management (crm) received info that this cardiac resynchronization therapy defibrillator (crt-d) pt has died. A 'save to disk' was sent to the boston scientific crm technical services department for review. The pt's rhythm appeared to start out as a junctional rhythm, and then deteriorate into a polymorphic ventricular tachycardia (vt), and to an agonal rhythm for which no shock was given. A healthcare professional claimed that device undersensing led to the pt death.

Manufacturer narrative:
Not returned. The boston scientific crm technical services department analyzed the 'save to disk' info, and concluded that due to the pt's variable vt, the device did not sense the final agonal rhythm as a treatable arrhythmia, and only anti-tachycardia pacing (atp) was given with no shock therapy delivered. The device appeared to act appropriately per its programmed settings, and a review of electrograms form the time of death did not indicate that undersensing was occurring. The device was buried with the pt. No official cause of death has been given. Boston scientific crm engineering analysis of the 'save to disk' info concluded that there were no device resets and no unexpected memory corruptions detected.